Event description:
It was reported that the customer was hospitalized with high blood glucose levels over 400 mg/dl. The caller was just calling to inform us that the customer might be calling us to report that the insulin pump might be malfunctioning. The caller did determine that the time and date were not correct. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.